Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced warm sensation with device use. The equipment was removed from service. No reports of patient injury are associated with this event. (B)(4).